Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, he experienced significant and persistent vision issues that have adversely affected the daily life. Prior to the surgery distance vision was clear and had no major visual disturbances. After the surgery he experienced persistent halo effect around lights, which was expected to subside within a few months but continues unabated, blurry distance vision which was a new issue that did not exist before the surgery, frequent flashes of light, floaters and a general sense of visual instability, rapid eye fatigue, making routine tasks challenging, significant difficulties with both daytime and nighttime driving due to light reflections and halo effects and blurriness, trouble seeing which was high in sun filled situations such as very bright sunny days, snow and beach reflections. His vision has become worst and had not seen any improvement at all since the surgery. He consulted with doctor at least four or five occasions post surgery, expressing these concerns each time. While he was informed about the possibility of a temporary halo effect, the duration and severity of his symptoms have far exceeded initial expectations. He had been fully informed of these potential risks. Additional information was received and stated, doctor advised to patient that medically all was fine and that sometimes patients will experience the symptoms. After many follow up appointments, he suggested a lens refraction/replacement to a lens that does not have the correct lens feature.

Event description:
Additional information was received and stated, patient was actually hoping that the lens might be the problem as he was till experiencing the issues. His vision had been deteriorating ever since the lenses were implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.